Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The olympus service center found the reported problem could not be duplicated or confirmed. When tested, the images met olympus standards with no image problems noted. Other non-reportable issues were noted as a software and old version main switch update were recommended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image displaying could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been received however, estimation is not yet completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 scopes however, image shows with the 190 scopes. The customer attempted three different pigtails and different scopes but the issue persisted. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.